Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 24mm watchman flx pro laa closure device was selected for use. The watchman delivery system (wds) was advanced, deployed, and successfully released in the laa. During a post effusion sweep, the physician noted a 3mm effusion in the posterior space, wrapping to the anterior. The patient blood pressure was checked, and a 30-point systolic drop was noted. There was no increase in heart rate. The patient was treated with protamine and intravenous (IV) fluids and blood pressure rebounded. The patient was monitored for 40 minutes without change in effusion. There was no intervention required and the patient was sent to recovery. There were no further complications.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 24mm watchman flx pro laa closure device was selected for use. The watchman delivery system (wds) was advanced, deployed, and successfully released in the laa. During a post effusion sweep the physician noted a 3mm effusion in the posterior space, wrapping to the anterior. The patient blood pressure was checked, and a 30-point systolic drop was noted. There was no increase in heart rate. The patient was treated with protamine and intravenous (IV) fluids and blood pressure rebounded. The patient was monitored for 40 minutes without change in effusion. There was no intervention required and the patient was sent to recovery. There were no further complications.